Event description:
It was reported that the patient's generator could not be interrogated during a follow-up office visit. It was then reported that the patient's generator could also not be interrogated by two different programming systems prior to a generator replacement surgery. It was concluded that the generator could not be communicated with due to battery depletion, generator being at end of service. The patient's generator was replaced due to battery depletion. Clinic notes indicated that the patient had experienced an increase in seizure frequency. The physician indicated that the increase in seizure frequency was due to the generator battery depletion. The suspect product has not been returned to date. No further relevant information has been received to date.

Event description:
It was reported that the suspect product was discarded. No further relevant information has been received to date.